Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received information regarding a cartridge alarm 1 during the basal delivery. Customer's blood glucose level was impacted.